Event description:
Customer reported testing would not start after sample was applied on her medisense optium blood glucose monitor. Customer experienced feeling "cold and clammy", and then going into a diabetic coma. Paramedics were called and customer taken to northfield hospital where she received and intravenous treatment of fluids and food. Customer was diagnosed with hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer's product has been returned and an investigation is in process. A follow-up report will be submitted once investigation results are available.